Event description:
It was reported that the patient presented in clinic for a follow up and was symptomatic and pulsations could be noted on her chest. The pulse generator exhibited a diagnostics anomaly. The device was reprogrammed to go to the evvi setting ensuring that adequate pacing would be provided.